Manufacturer narrative:
The insulin pump alarmed during the prime test due to flush/loose drive support disk. Unable to perform the occlusion test due to alarm.

Event description:
The customer reported that the insulin pump alarmed during priming process. The blood glucose reading was 287mg/dl. Troubleshooting was performed, and the drive support cap was flush. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.